Event description:
The bone cement set prematurely. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
The surgeon discarded one mix of cement. As a result, samples of the cement lot in question were not returned for evaluation. Samples of the components with the same lot referenced in this report were retrieved from retained sample storage. The powder and liquid components were mixed together by laboratory personnel using manual procedures. All testing was performed at standard laboratory conditions of 20 degrees + 1c degrees and 60h + _20% rh, following equilibration of the test samples and mixing equipment to these conditions for 24 hours minimum. All test results are satisfactory and in accordance with the registered specification for the product.